Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was refilled on (B)(6) 2015 and they put 20 ml of medication in the reservoir. On (B)(6) 2015, she was supposed to have 14 ml and on (B)(6) 2015 she still had 12 ml in her pump. The nurse told her that she thought something was wrong because it was supposed to deliver 1 ml every 3 days. The patient talked to the pa (physician¿s assistant) on (B)(6) 2015 and was told that she had so much medication left over because she wasn¿t using her ptm (personal therapy manager) enough. In the last month she had used her ptm 72 times. The pump had not alarmed. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.